Event description:
It was reported that patient underwent a shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the patient was initially implanted with a hemi shoulder and converted to a total shoulder due to wear of glenoid, which is attributed to patient anatomy. No reported implant issues.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a shoulder arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2015 due to unknown reasons. The glenoid base, post, and humeral head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. (B)(4).